Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she fell in the pool the day prior and got out right away. However, a few hours later, the pump started beeping a lot, shut down and there is moisture behind the screen. She stated that she took the battery out and placed it back in and received a lot of beeps. Her blood glucose is 137 mg/dl. During exposed to fluid troubleshooting, the customer said that the type of fluid is pool water and that it is under the lcd display. She was advised to discontinue use of the insulin pump and to revert to the back-up plan per her doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.